Event description:
Initial reporter indicated that the pt had been in a recent car accident. System diagnostics testing showed the pt to have high lead impedance. A device malfunction is suspected against the lead. The pt also reported a "raspy voice all the time that gets worse during the day." The pt did not want to have her vns programmed off despite the recommendations of the physician and MFR. Revision surgery is likely, but has not been scheduled at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.